Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000143, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000192, serial/lot #: (B)(6); rev. K, ubd: , UDI#: ; product ID: bi71000674, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000143, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000202, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000203, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000429, serial/lot #:(B)(6); rev. K, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000703, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000924, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000085, serial/lot #: (B)(6); rev. K, ubd: , UDI#: ; product ID: bi71000429, serial/lot #: (B)(6); rev. K, ubd: , UDI#: h3). The manufacturer representative went to the site to test the imaging system. They confirmed that the rotor tractor drive was damaged, as well as the gantry to door slides and the tractor drive cover. They replaced the rotor tractor drive, tractor drive cover and door to gantry slides. Once the above listed parts were replaced the system regained full functionality. During the repair process the lower right gantry cover was damaged. Other than the damaged cover noted above no further issues to report. System is now fully functional. Codes: b01, c07, d02 the drive rotor tractor was returned for analysis (bi71000192). They tested the motor assembly with the motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed the drive assembly was returned without the drive belt and the belt guides were off the pulleys. Damaged assembly was observed. Codes: b01, c07, d02 returned: 2024-aug-22 the door winch was returned for analysis (bi71000429). They tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No functional fault found. Codes: b01, c07, d02 returned: 2024-sep-09 the door winch replacement was returned for analysis (bi71000085). Visual inspection showed one of the cable bolts was bent. The man ufacturer representative stated they received the winch assembly with one of the cable bolts bent. Damaged assembly. Codes: b01, c07, d02 returned: 2024-sep-10 another door winch was returned for analysis (bi71000429). They tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. The manufacturer representative stated on return tag that the "cable was to short." Measure both door raise and door lower cable. Both were within specification. Codes: b01, c19, d14 returned: 2024-sep-06 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was stuck around a patient and would not open. Troubleshooting was performed, the yellow button open procedure button was hit which did not resolve the issue. The manual door open procedure was followed and the site was unable to get a hole to come into view and align with the rotor alignment hole. It was seeming to be ratcheting. No known impact to patient outcome. Additional information was received. There was no surgical delay time.